Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a general complaint about the new analyzer software sensing behavior. It was noted that sensing was often worse (about 3 mv) than the former platform. Further, it was noted that this leads to more intraoperative repositionings to find acceptable values resulting in longer operation duration, and radiation exposure. Based information at hand, there was no report of patient complications.